Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 500 mg/dl. The customer stated that they received insulin flow blocked alarm. The customer declined troubleshooting on insulin pump for high blood glucose. The customer had not tried all remedies and had not tried different cannula lengths. The customer also reported that self test was performed insulin pump passed the test. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.